Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure during patient use. There was no reported patient injury. A 5f non-cordis sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath or distal end of the sheath after removal. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. Hemostasis was achieved by manual compression, less than 20 minutes. The user was trained to the device. The device was opened in a sterile field. The device was stored and prepared in accordance with the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 are not depressed, and the stopcock was opened. The catheter sheath introducer (csi) or syringe was not attached to the device. The sealant was present in its manufactured position on the device fully covered by the sealant sleeves that did not show any type of damage or anomaly. Per functional analysis, the balloon was tested for an inflation/deflation functional analysis. During this analysis, it was observed that a longitudinal tear was present on the balloon body, the present tear resulted in a leak condition that observed during the inflation of the balloon. Additionally, it was observed that the pressure indicator was working per manufactured intended use. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure reported. However, access site vessel characteristics (although reported to have no pvd/calcium within the vicinity of the puncture site) and/or concomitant device factors (although not returned) most likely contributed to the reported event since a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure during patient use. There was no reported patient injury. A 5f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath or distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. Hemostasis was achieved by manual compression, less than 20 minutes. The user is trained to the device. The device was opened in a sterile field. The device was stored and prepared in accordance with the instructions for use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.